Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-03462. It was reported that one of the patient's leads had high impedances. Surgical intervention took place on (B)(6) 2021 where one of the implanted leads was explanted and replaced. It is unknown which lead is related to the issue. Therefore, both leads are being reported.